Manufacturer narrative:
Concomitant medical products: product ID: etlw1616c124e, serial/lot #: (B)(4), ubd: (B)(6) 2017, UDI#: (B)(4); product ID: sa-85, serial/lot #: 49245, ubd: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aortic cuff stent graft and aptus endoanchors were implanted in a patient for the endovascular treatment of a type ia endoleak in a previously implanted endurant ii stent graft system implanted 10 months previously. It was reported approximately 3 months post the implantation of the enurant cuff and endoanchors the patient presented emergently with abdominal pain and a proximal type I endoleak. The physician elected to surgical convert the patient to a conventional graft and explant the evar devices and endoanchors. It was reported during the reintervention procedure the patient suffered intraoperative splenic bleeding and hypotension. The patient was diagnosed with thrombocytopenia marked by abnormal haematology values from the associated blood loss during the re-intervention surgery which was reported as 3.5l. A splenectomy was performed and the patient was treated with medication including several blood and platelet infusions. It was further reported the patient experienced and acute kidney injury most likely contrast induced marked with oliguria and diagnosed with a uti. This was treated with medication and prolonged hospitalisation. The patient also required mechanical ventilation for respiratory failure post-op..per the investigator the events were all related to the reintervention procedure. No additional sequale were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: the date the type ia endoleak was first noted has been updated. If information is provided in the future, a supplemental report will be issued.